Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, h2, h3, h4, h6, h11. Corrected field: e1. The device was not returned to olympus for inspection and the reported failure (the loop broke at the junction part) was not confirmed. Based on the results of the investigation, and since the device was not returned and evaluated, the definitive root cause of the reported issue could not be determined should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bipolar electrode resectoscopic ¿ 4.0 mm angled loop, broke at the junction part in the distal part of the loop during a therapeutic polyp resection. There was a procedural delay of less than 30 minutes but there were no reports of patient harm.